Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg pocket site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. A patient experiencing pocket site pain was reported to abbott. The patient's surgery was cancelled. No further intervention at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.